Event description:
Customer called on (B)(6) 2011 reporting that their synchron lx20 pro system generated a false high amm result for one patient. Customer stated that the instrument generated a result of 134 ug/dl (critical high) and the reruns were 54 ug/dl and 64 ug/dl. Customer mentioned that controls were run before and after the incident and the results were within specifications. Field service engineer (fse) was dispatched and replaced the cartridge cup (cc) sample probe. Fse then performed calibration and precision tests and patient results were acceptable. Fse also performed performance verification tests (pvt) and found a problem with bubble generator and reagent mixer wash station inserts. Issue was resolved after fse replaced the defective parts, performed alignments, calibrated the chemistries and checked qc. Qa contacted customer on (B)(6) 2011 and customer stated that the issue has been resolved following service by fse. Per oracle service database, customer was also having lipase calibration issue. Qa contacted the customer on (B)(6) 2011 to clarify the lipase issue and customer said there was no false lipase result reported outside of the lab. Customer also stated that fse fixed the instrument and has not encountered any problem since service was performed.

Manufacturer narrative:
Evaluation results: fse found problem with bubble generator and reagent mixer wash station inserts. Fse replaced the defective parts, performed alignments, calibrated chemistries and checked qc.